Manufacturer narrative:
The reported event occurred on a cobas e 602 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration data from (B)(6) 2022 and (B)(6) 2022 confirmed that calibration signals for calibrator 1 and calibrator 2 were within expected ranges. No relevant instrument alarms were identified on (B)(6) 2022 that could have contributed to the reported false reactive result. The investigation was limited by the unavailability of patient sample material. The root cause was attributed to a sample-specific discrepancy. It is recommended to perform confirmatory testing for the patient using appropriate methods as outlined in the elecsys hiv combi pt assay method sheet.

Event description:
The initial reporter alleged a false reactive result for one patient sample tested with the elecsys hiv combi pt assay on the cobas 8000 - cobas e 602 module. The initial test result using the elecsys hiv combi pt assay was 28.56 coi (reactive). A repeat test conducted one week later on the same sample yielded a result of 23.16 coi (reactive). Testing of the same sample on a competitor platform, the innodx hiv ag/ab assay, produced a result of 0.05 coi (non-reactive). No confirmatory testing, such as western blot or polymerase chain reaction (pcr), was performed.